Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced after implant, but before patient discharge, due to a drastically increase of the capture thresholds, micro-dislodgement was suspected. This lead is not expected to be returned as it was disposed. No additional adverse patient effects were reported.